Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chuanlu lin et. Al (2017), distal tibial nonunion using a contralateral anterior l-shaped locking compression plate through a posterior-lateral approach: a retrospective case series, injury, j. Intl care vol. 48(6), pages 1224-1228 (china). The purpose of the study is to introduce a treatment using a contralateral anterior l-shaped locking compression plate through a posterior-lateral approach with iliac crest bone graft and evaluate the outcomes of patients. Between the years 2014 and 2016, a total of 9 patients (5 males and 4 females) with a mean age of 42 years (range, 28 to 61 years) were included in the study. These patients suffered from distal tibial nonunion and underwent realignment and reconstruction with a 3.5-mm l-shaped locking compression plate. All patients were followed up for at least 8 months (range, 8¿16 months). The following complications were reported as follows: 1 patient came up with checkrein deformity of the hallux because of poor compliance. This report is for an unknown synthes l-shaped locking compression plate. This is report 1 of 2 for (B)(4).